Manufacturer narrative:
Customer retested the original sample in question on the panther where it resulted negative. Hologic technical support (ts) reviewed logs and found no instrument or reagent preparation issues. Hologic product applications specialist (pas) reviewed logs and found no instrument or assay performance issues. Pas concluded the sample was likely low-titer and included that it was retested on a less sensitive platform. Ts relayed pas's findings to customer. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl (B)(4), using assay lot 276791 on panther instrument sn (B)(4) which had a discrepant sample. The sample was initially positive, then was stored frozen and retested negative on a bd max platform and biogx reagents.